Manufacturer narrative:
The malfunctioning device was return to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Nurse reports hole in catheter. Patients PICC was in the antecubital and the hole was found in the area which was coiled on the exterior.

Manufacturer narrative:
The complaint has been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The customers' findings are confirmed. The returned sample was leaking at the same point when flushing the green and the orange lumen. The catheter had been shortened at the 15cm marking. Microscopic examination showed two opposite pressure bursts at approx. 27,8 cm. High pressure in combination with the use of alcohol-based disinfectants may lead to this type of product failure. It is unknown which kind of disinfectant or which syringe size had been used, but that the catheter functioned properly for 15 days prior to the nurse reporting the hole. As each catheter is flow and leak tested before packaging a manufacturing fault could be excluded. This is first complaint for the batches 6350032 and 6975759 and the first complaint for code (B)(4). No corrective action is warranted; however, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Nurse reports hole in catheter. Patients PICC was in the antecubital and the hole was found in the area which was coiled on the exterior.